Manufacturer narrative:
The field service engineer (fse) was at the customer site on 06/22/2016. The fse observed that the issue was at the syringe pump. The fse relapsed the syringe pump and qc was no longer failing. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6). Related event: 2023446-2016-00307, bec internal identifier (B)(6).

Event description:
The customer reported cb control failed false negative for urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.